Event description:
Plaintiff was diagnosed as being allergic to latex after exposure to latex gloves. Further alleges that as a result of this sensitization, she may no longer work as an aide or housekeeper and is subject in the future to one or more anaphylactic reactions to latex products. As a result, she further alleges that she has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff's husband alleges loss of support, services and companionship of his wife.